Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided pump reset information and assisted with resetting the pump. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump and to reach out again if any issues resurface.